Event description:
Mpe (market preference evaluation) case (B)(4) reports threads on plate hole and on va screws were stripped. The surgeon also complained that screwdriver has too much torque. It is unknown if plate or screws were utilized or replaced. No harm or potential harm to patient noted on mpe form. This is from va (variable angle) lcp elbow system mpe. Event #3 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)